Event description:
A (B)(6) male pt's friend contacted zoll customer support to report that the pt's monitor was not powering on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on is failure of several power supplies on the computer/analog (ca) board. The cause for the power supply failure is charging of the capacitors while high-voltage capacitor (c20) was disconnected from the solder pad. The cause of the disconnected high-voltage capacitor is fractured solder connections. The root cause of the fractured connections is likely mechanical shock from physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.